Event description:
It was reported that after a previous lead revision procedure, the left ventricular lead had pulled back and was no longer capturing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis indicated apparent explant damage. Concomitant products: competitor 4471 implantable pacing lead, (B)(6) 2012. (B)(4).